Event description:
It was reported by the customer that two days after PICC placement, leakage and a crack were observed at one of the lumens. It was reported that the PICC had been placed on (B)(6) 2026 with no issues noted at the time of insertion, and the leakage was reported on (B)(6) 2026 by nursing staff. The vascular access clinician on shift did not assess the line prior to removal, and the device was not retained and no photos were taken. The patient reported no pain, only leakage under the dressing, and the rn removed the line. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.